Manufacturer narrative:
Continuation of d10: product ID 8780 lot# serial# n(B)(6) implanted: (B)(6) 2018 explanted: (B)(6) 2022 product type catheter pro duct ID 8784 lot# serial# (B)(6) 2022 implanted: 2018-02-20 explanted: (B)(6) 2022 product type catheter section d information references the main component of the system. Other relevant device(s) are: product ID: 8780, serial/lot #: (B)(6) ubd: 27-jun-2019, UDI#: (B)(6) 2022 ; product ID: 8784, serial/lot #: (B)(6) 2022 , ubd: 16-mar-2019, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Information was received from multiple sources (manufacturer representative, healthcare provider) regarding a patient who was receiv ing lioresal 500 mcg/day 2000 mcg/ml via an implantable pump. It was reported that the catheter was replaced on 2025-03-22 without the company representative (rep) knowledge. There were no known  environmental/external/patient factors that may have led or contributed to the issue. The catheter was discarded. The issue was resolved. The hcp has no further information for medtronic.